Event description:
Type of procedure: ni. Subject of complaint: clip could not be loaded. Report from the sales rep: the doctor tried to load the clip, but the clip could not be loaded easily. When the doctor tried loading several times, the loading itself was possible, but the clip could not be hit. There is no intra-abdominal drop of the clip. The case was completed with the new one. Initial investigation report: the event unit was returned to us. The handle did not appear to return to its original position under unloaded conditions. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 device, 1 package. Additional info received from complaint evaluation engineer on (B)(6) 2022: "a clip was found to scissor during the [test method] for complaint (B)(4) today, (B)(6) 22" patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of a jammed device and rough clip loading. During test firing of the remaining clips, incomplete clip closure and clips scissoring were also observed. Upon closer inspection, the feeder was damaged and the spacing between the jaws did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the reported event, incomplete clip closure, and clips scissoring were caused by the damaged feeder and the jaw spacing being out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as clips scissoring could contribute to death or serious injury.